Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her bolus was not delivered. The insulin pump alarmed motor error and no delivery. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. Customer's blood glucose level was over 400 mg/dl. The customer corrected her blood glucose level with shots and used the bolus wizard but it did not work. The device was not returned.